Event description:
As reported by the field clinical specialist (fcs), during a transeptal valve in valve tmvr procedure with a 29mm sapien 3 ultra resilia valve in a non-edwards valve, the valve was noted to be too ventricular during full inflation. An attempt to pull the valve more atrial was done without success, so the team attempted to proceed with a valve in valve in valve (vinvinv) procedure using another 29 sapien 3 ultra resilia valve. The valve was advanced through the esheath+ without issue. However, there were challenges crossing the mitral prosthesis with the wire. A lot of torque was being placed on the system, and a kink was noticed within the flex catheter. The team was eventually able to cross the mitral valve after troubleshooting, but when attempting to pull the flex catheter back, it would not move. A lot of force was placed to get the catheter to move back to the middle marker. The team began pacing and attempted to deploy the valve. However, the balloon was noted to be 'damaged', and contrast was exiting the balloon (would not inflate). The team attempted to advance the flex catheter back to the valve but was unable to. Troubleshooting was performed, and they were able to remove the valve out of the heart and bring it back to the esheath+. The valve was then moved back into the inferior vena cava, and they attempted to align the valve with the esheath+, but they were unable to pull the valve back into the esheath+. They began to remove everything as a unit. However, as the valve reached the femoral vein, the 'start of the tissue tract' was stripped off the system (valve dislodged). At this point, the valve made its way into the iliac vein over a wire. The team was able to pass the peripheral balloon through the valve and attempted to pull it back, but felt it wasn't far enough back to make an easy retrieval via cutdown. The team upsized the balloon to a 10mm balloon and began deploying it within the iliac vein. They then placed a non-edwards balloon and expanded and followed that with a stent to secure the valve. At this point the patient was stable, and it was decided to abort the case and potentially come back for a trans apical access. Upon removal of the devices, the balloon was observed to be damaged at the transition from the balloon material to the blue of the catheter.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. In this case, the complaints for difficulty to cross native annulus and/or bioprosthesis, difficulty to withdraw system with valve through vasculature, difficulty to withdraw system with valve through sheath and thv dislodged off balloon, were unable to be confirmed as no relevant imagery was provided. The available information suggests that patient factors (interaction with existing valve) may have contributed to crossing difficulty and procedural factors (excessive manipulation/force) may have contributed to the delivery system kinking. Procedural factors (kinked delivery system) may have contributed to the resistance with the flex shaft and procedural factors (damaged flex shaft) may have contributed to balloon leak. Patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal) may have contributed to withdrawal difficulty through the sheath, and procedural factors (withdrawal with exposed valve) may have contributed to the withdrawal difficulty through the vasculature. In regard to thv dislodgment, the root cause can be attributed to patient factors (interaction with valve and tissue tract) and/or procedural factors (withdrawal with exposed valve). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.